Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir p cap was at an angle and the reservoir is being pushed and the connection from the tubing to the reservoir is off. The customer indicated that their blood glucose was a little high at 320 mg/dl. Customer reported this incident only and did not request troubleshooting.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.